Event description:
It was reported, the ultrasonic probe was not working, it had a "feeble ultrasound signal with no real penetration into the tissue." The physician mentioned it was a "weird starry night appearance." This issue occurred during transbronchial biopsy with radial probe endobronchial ultrasound (r-ebus) guidance. The procedure was the last step following needle biopsy of an endobronchial biopsy and re-cannulation of an airway obstruction. The physician only performed forceps biopsy rather than cryobiopsy since location could not be confirmed with r-ebus. A suboptimal sample was obtained therefore, the patient will need another procedure.

Event description:
This report is being supplemented to provide a correction to the registration site number. The correct registration site number for us importer is 2429304 and not the manufacturer number it was submitted under.